Event description:
The 1st stent from the istent trabecular micro-bypass system was successfully implanted. The 2nd/3rd stents were not deployed because of insufficient power on the injector. The rep was in the room to witness, product taken out of the surgical field, and given to materials mgr. No pt harm identified. FDA safety report ID# (B)(4).